Event description:
Caller alleged discrepant inratio inr results. Results are as follows: date: (B)(6) 2013. Inratio inr: 1.2, 2.1, 1.7. The testing was performed back to back using different fingers. Therapeutic range 2.0 - 3.0 for patient. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation: inratio precision data provided by end-user: date: (B)(6) 2013, inratio: 1.2, 2.1, 1.7, mean: 1.67, sd: 0.45, %cv: 27.1. Since %cv is more than 20%, the test failed the criteria for precision. In-house therapeutic donor testing has been performed on reported lot 308062 on august 14, 2013. Results as follows: donor: (B)(4), inratio: 2.3, 2.3, 2.2, reference: 2.22, bias threshold: 1.22 - 3.22, %cv: 2.55. Donor: (B)(4), inratio: 3.1, 3.1, 3.2, reference: 3.03, bias threshold: 2.03 - 4.03, %cv: 1.84. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Accuracy and precision criteria have been met. No further investigation is necessary. Conclusion: analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. Analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. Retain strip testing results met both accuracy and precision criteria. Product performed as expected. As reviewed on 08/19/2013, (B)(4) discrepant result complaints were reported for lot #308062, yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action; no further action is required at this time. This issue will be subject to tracking and trending.